Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was expanted and replaced with another guidant crt-d due to normal elective replacement indicator (eri) batteyr status. However, guidant engineering calculations determined that this device did not meet expected longevity predictions.